Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal via an implanted pump. It was reported the patient required a surgery due to catheter kink.